Manufacturer narrative:
The review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure please confirm the date of initial surgical procedure. The diagnosis and indication for the initial surgical procedure? What were current symptoms following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications. Product code and lot number? What is physician¿s opinion as to the etiology of or contributing factors to this event? The initial approach for the index surgical procedure? Any concurrent procedure/device implantation? Were there any intra-operative complications? Please confirm the date the mesh exposure was first noted by a physician? Mesh exposure site/location, symptoms and diagnostic confirmation? Describe medical/surgical intervention for exposure including dates and results. What is the patient's current status?

Event description:
It was reported that the patient underwent an unknown surgical procedure on (B)(6) 2014 and the mesh was implanted. The patient presented with mesh exposure into the vagina on (B)(6) 2017 when the patient was referred back to the clinic. The patient has been scheduled for cystoscopy and removal of exposed vaginal mesh. Additional information will be requested.

Manufacturer narrative:
Additional information was requested and the following was received:index procedure tvt-o (not in our centre), 2007 age 44. Bmi and weight not known since then partial removal of tvt-o, urethral bulking injections x2 and mini arc tape insertion 2010 and retropubic tape insertion 2014. On omeprazole, zolmitriptan, amlodipine, topirimate and atorvastatin. Intraoperative complications not known. Not sure which of her tape procedures has exposed into vagina, 4-5mm.